Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product shows half the lens is torn off and missing. There were tears in the piece received and the haptic was torn off. (B)(4).

Event description:
It was reported that the trailing haptic of the cq2015a collamer three piece lens was torn off as the surgeon inserted it in the eye. The lens was removed and replaced with another same diopter lens without any patient injury. The reporter indicated the damaged occurred during the loading process.